Event description:
It was reported by the risk mgr that the femoral composant couldn't be implanted. It was further reported that the implant couldn't fit as it was too loose.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.